Event description:
It is reported that a customer was hospitalized (B)(6) 2014 for a high blood glucose levels reaching up to 480 mg/dl. The customer experienced diabetic ketoacidosis. The customer does not use the sensor feature on the insulin pump. The customer was assisted with the issue and was informed that the alarms on the insulin pump can be adjusted so that the patient will hear future alarms. The customer did not trouble shoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.